Event description:
The user received a discrepant troponin t result for one pt sample. The initial result was 0.022 per ml from a plastic pour off tube of 15 mm x 74 mm with 13 mm of sample. The user verified the result since the pt's result from 3 hours earlier was 1.14 ng per ml. The user repeated the sample in cup and received a result of 1.33 ng per ml. No info was provided to determine if the erroneous result was reported or if the pt was adversely affected. The field service representative checked the alignment of the black tubing, did a liquid flow cleaning, adjusted the high voltage and ran an assay performance check. He also checked and adjusted the s-r probe, and ran an additional assay performance check. The user ran qc and the values were acceptable. If additional info is received, appropriate notification will be provided.